Event description:
Boston scientific received information that this right ventricular (rv) lead microdislodged. The patient presented with symptoms of shortness of breath and fatigue. The device check revealed inconsistent capture, however lead impedances and sensing amplitudes were normal. The lead was successfully repositioned. No additional adverse patient effects were experienced.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.